Event description:
Additional information was received from the patient. The patient reported that their device never worked and has been turned off for years due to an unknown malfunction that was not related to normal battery depletion. Patient reported that the issue has not been resolved, as it is not a priority given their current medical situation. Patient reported that they are actively working with a healthcare provider who is managing their care, and they will discuss device removal with them if they feel it is necessary. Patient stated that they would like to stop receiving MDR letters, as their device has been turned off for years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-23, information was received from a healthcare provider regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller was told that the system was not working. They did not have any additional information. On 2024-nov-22, additional information was received from the patient. They reported that it never worked and it was turned off. The said that it was poorly made and had a problem with that model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device never worked and was turned off for many years. This issue was not caused by normal battery depletion, but they were not sure what the actual cause of the issue was. They noted that the device would be taken out. This had not yet been resolved.